Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet was dropped during training, after which the user observed exterior damage with a chip at the top and a crack across the screen that impeded selection of icons near the top; blood glucose data were reportedly unaffected, and a replacement was arranged with standard return and data sync instructions. Symptoms included difficulty operating the touchscreen. Outcomes included no injury, no alerts or alarms, no medical intervention, and continued cgm use via phone or receiver while awaiting the replacement. Investigation included case triage, user education on data sync and device shutdown, shipment of a replacement unit, and coordination of product return. Investigation of this case revealed a cracked display consistent with physical damage to the device housing/display assembly that impaired user interface function while core therapy functions remained intact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.